Event description:
The sales rep reported that during an acl repair that the tip of the customer's femoral aimer 7mm broke off in the patient's knee when the surgeon was drilling. The surgeon removed the broken tip leaving nothing inside the patient. The surgeon completed the procedure with another like device with no patient consequence. The sales rep reported a 5 minute delay in the procedure time. The sales rep could not provide a lot number but reported the device was over 10 years old.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms the distal tip is broken. This device is made of stainless steel and from past investigations it has been determined that this type of failure can be observed with applying excess force while using the device. Other than this possibility, a root cause cannot be determined. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Based on the complaint history for this failure, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during an acl repair that the tip of the customer's femoral aimer 7mm broke off in the patient's knee when the surgeon was drilling. The surgeon removed the broken tip leaving nothing inside the patient. The surgeon completed the procedure with another like device with no patient consequence. The sales rep reported a 5 minute delay in the procedure time. The sales rep could not provide a lot number but reported the device was over 10 years old.